Event description:
It was reported during a laparoscopic cholecystectomy the clip applier was firing on its own. The clip shot out before it was fired. The applier was from an fdc10 kit, lot #k47n1l. There was no consequence to the pt.